Event description:
Brakes on stryker beds did not hold as expected. This has been a continuous problem since the purchase of the beds. There is no apparent visual damage to the brakes, and the staff have not experienced any difficulty in engaging the brakes. We are auditing all of the stryker beds for this problem.